Event description:
Patient with a history of coronary artery disease status post coronary artery bypass grafting and mitral valve reconstruction in 2008. Postoperatively the mitral valve developed a leak so he was referred to thoracic/cardiac surgery for evaluation. He reports progressively worsening shortness of breath, orthopnea and exertional fatigue now affecting his functional status.what was the original intended procedure?redo mitral valve repair.